Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain explant date information and patient weight but not received.

Event description:
Related manufacturer reference number: 3006705815-2019-02473. It was reported the patient experienced inadequate stimulation. As a result, the patient had their system explanted approximately 2 years ago (exact date unknown).